Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: e1 - reporter name and address.

Event description:
A field service engineer reported to olympus on behalf of the customer, the bronchovideoscope had leakage from the bending section rubber. The issue was found during reprocessing. Inspection and testing of the returned device found the coating on the connecting tube was peeling and the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating was peeling off the connecting tube, the forceps channel port was shaved, watertightness was lost due to pinching on the bending section rubber, watertightness was lost due to buckling of the connecting tube, watertightness was lost due to deformation of the electrical connector, te adhesive around the objective lens was worn, the light guide lens was cracked, the distal end was dented, the adhesive on the bending section rubber was detached, the connecting tube was dented and cut, the grip was scratched, the indication on the up/down plate was peeled, the universal cord was dented and scratched, the angulation was out of specifications, and the image had shadows due to damage to the charged coupled device. Dirt was found on the bending section rubber, the control unit, the scope cover, and the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Coating on insertion section was peeling off: it is likely this event was caused by physical stress, chemical stress, and/or an inferior storage environment. Forceps channel port was shaved: it is likely this event occurred because a metallic part of the endo therapy accessories or cleaning brush contacted the biopsy port when inserted or withdrawn. Dirt found on the bending section rubber, the control unit, the scope cover, and the angulation lever: it is likely this event occurred due to inappropriate reprocessing of the subject device. The events can be detected and prevented by following the instructions for use (IFU) which state: operation manual: "important information ¿ please read before use: warnings and cautions: - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result. - do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise the insertion tube may be damaged." Operation manual: "4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube." Reprocessing manual: "1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels." Reprocessing manual chapter 5 storage and disposal: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
This medical device report (MDR) is also being submitted to capture the dirt found during inspection on the bending section rubber, the control unit, the scope cover, and the angulation lever.